Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.external and internal visual inspections of unit revealed that the power extension cable was defective (power extension cable has exposed wires), but the power cord and power supply cable are in good condition. The backplate of the device was removed, and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.